Manufacturer narrative:
Additional information: annex d correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: lot number provided product analysis: the stent delivery system was received for analysis with a non-medtronic guide extension catheter (gec). The hypotube of the delivery system was kinked. The stent was not present on the balloon of the delivery system; the balloon folds remained intact, and crimp impressions were visible on the exposed balloon surface. The tip of the delivery system was damaged. As reported, the dislodged stent was found within the lumen of the gec. The stent was removed and observed to be deformed. Some deformation was present prior to removal, and additional deformation occurred during removal from the lumen, likely due to the presence of dried biologics on the proximal end of the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 2.0 x 15 mm onyx frontier coronary drug eluting stent, when the stent was being delivered to the lesion, the stent dislodged within the non-medtronic guide extension catheter. The stent was removed from the patient and was pulled out of the guide extension catheter. Negative prep was not performed. The lesion being treated was moderately tortuous and moderately calcified located in the distal ramus. The stent did not pass through a previously deployed stent. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was later detailed that the stent came off in the non-medtronic guide extension catheter and the stent was removed from the patient at that time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.